Event description:
Crack in catheter hub.

Manufacturer narrative:
Conclusion: device failed but did not cause an event. Device #1: (complaint device) has a broken hub at the transition between the hub and the main shaft and a series of kinks at the distal and mid section zone. (Pic 1). The device appears to be bended in a sharp angle 90-120 degrees, the sharp bend fractured the device; this most likely was caused by the user during manipulation of the device bending the device too far. Additional kinks were caused by the packaging condition upon return to penumbra. Device #2: has a crack in the hub which was leaking during decontamination (pic 2) the crack may have been caused by over tightening the rhv.